Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a slow gradual rise in his superior vena cava (svc) defib impedance, possibly related to scar tissue. The alarm was triggered. The lead remains in use. No patient complications have been reported as a result of this event.